Event description:
The physician reported he implanted the intraocular lens (iol) in a patient with a narrow pupil. At 3 days post operative the iol showed a broken haptic and was subluxated. The lens was removed without complication and a second lens implanted in the capsular bag.

Manufacturer narrative:
One half of an intraocular lens with one haptic attached was received and inspected under illuminated 10x magnification. While we were unable to definitively determine the cause of this event our investigation reasonably suggests it is not manufacturing related. The lens met all manufacturing specifications prior to release.